Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary urgency. It was reported that the patient wasn't sure if they were getting relief from the therapy or if they were waiting too long to go to the bathroom, noting that they had urgency and incontinence which started a couple of days prior to the report. They changed programs, but it was too strong. They also noted that a resident fell on them at work and they had pain on their right-side bottom. The patient saw a physician's assistant and was told to turn the therapy off to see if it would help with the pain. They saw their doctor a week prior and got an x-ray, noting that the device seemed good. They turned the therapy back on and the pain was gone. It was also noted that the patient occasionally had discomfort inside of the incision area. On (B)(6) 2017, the patient reported that they experienced tingling in their feet and was concerned that the lead was touching a nerve. When switching their stimulation from program 2 to program 4, they would get a sharp pain from the top of their buttocks down. They didn't feel like they were getting (B)(6) relief of symptoms and that, all of a sudden, it would hit them and they would have to go to the bathroom. It was confirmed that the implanted neurostimulator (ins) was on and they were on program 2 almost the entire time they had had the therapy, but they hadn't been increasing past 1.3 volts (v). On (B)(6) 2017, they reported they sometimes had a hard time making it to the bathroom. They noted that program 4 seemed to hurt and they thought that was due to the lead hitting the nerve, so they changed the program. The patient had a fall on the friday prior to the report and their bottom and right-side was hurting, which they weren't sure if it was muscle pain or an issue with the device. Their patient programmer (pp) showed they were on program 2 at 1.1 v and the stimulation was on. They turned the stimulation down and was going to follow-up with their healthcare professional (hcp). There were no further complications reported or anticipated.